Manufacturer narrative:
Additional analysis was performed on the fenestrated bipolar forceps (fbf) instrument by an advanced failure analysis engineer (afae). Based on the afa report, which indicated that the initial failure analysis findings were confirmed. It was additionally observed that there was discoloration on the instrument clamping pulleys inside the housing. The discoloration was attempted to be removed with alcohol but was not able to be removed. It is unclear where the discoloration come from. The root cause of the discoloration on the instrument could not be determined.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the fenestrated bipolar forceps. Did not cauterize. The customer changed the cable, but the issue persisted. The procedure was completed with a backup instrument and there was no patient injury reported. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. The instrument did not collide with any other instrument or tool during the procedure. There was no evidence of arcing of electrical energy during the surgical procedure. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. Received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a completely broken conductor wire at the waterfall pulley on the proximal end. The instrument failed the electrical continuity test. No insulation damage was found on the proximal or distal end. No signs of thermal damage were observed. No cables exhibited any signs of fraying or breakage. The housing was removed from the back end, no damage was observed. The probable root cause of the broken conductor wire is attributed to manufacturing. A review of the device logs for the fenestrated bipolar forceps (part #471205-17 / lot/serial # (B)(4). Associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial (B)(4). There were 7 uses remaining after this last usage. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that the fenestrated bipolar forceps. Instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.